Manufacturer narrative:
(B)(6). Any additional information received from the customer will be included in a follow-up report. (B)(4). The customer reported the suspected main printed circuit board assembly (pcba) is available for analysis and a return good authorization has been issued. At this time, carefusion has not received the suspected main pcba for evaluation.

Event description:
The customer reported while using the vela ventilator; the unit displays a transducer fault alarm. The customer determined the most likely cause of the reported event is the main printed circuit board assembly. The customer reported there is no patient involvement associated with the event.

Manufacturer narrative:
(B)(4).

Event description:
The customer reported while using the vela ventilator; the unit displays ventilator inoperable, motor fault, and transducer fault alarms. The customer reported the turbine pressure transducer failed calibration testing. The customer determined the most likely cause of the reported event is the printed circuit board assembly. The issue occurred during patient use; the customer reported there is no patient consequence associated with the event.

Manufacturer narrative:
Results of investigation: the vyaire failure analysis laboratory received the suspect main printed circuit board assembly for investigation. An investigation was performed and the reported event was duplicated. The turbine differential transducer (pt 800) is faulty (not calibrating at 60 cmh20) the pt802 passed calibration however based on the events log it is shifting intermittently. This issue will be internally investigated within vyaire.